Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: the pump powered on normally with no issues. Visual inspection did not reveal any debris in the cartridge compartment. The pump successfully completed rewind and load steps, and primed a cartridge to 185 units. The cartridge was removed and it was visually confirmed that 185 units remained in the cartridge. The cartridge was reinstalled; rewind, load, and prime steps were performed again. Test boluses were performed and were successfully recorded in the pump history. The pump correctly calculated the number of units remaining during investigation. The complaint of a remaining insulin reading issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue: the reporter alleged the pump is showing approximately 20 units of insulin more remaining than what is actually in the insulin cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.